Manufacturer narrative:
(B)(4). The alleged faulty unit was received on 04/13/2015, and routed to the carefusion factory service department for evaluation. Carefusion factory service evaluated the unit and was able to reproduce/verify the reported issue. The root cause was attributed to a broken connector on the check valve assembly, and a valve assembly that is out of calibration. The inspiratory valve assembly was recalibrated, and affected components were replaced. Testing was performed to assure that the unit met service specifications, before it was returned to the customer.

Event description:
The customer reported a unit that is "not cycling off properly." They also reported that they "feel a leak of air coming out by the red hand timer rod on the ambient case." They requested to return the unit for service repair. No patient involvement.